Event description:
It was reported that approximately one year post transfemoral tavr procedure, the 23mm sapien valve had a peak velocity of 5.19 m/sec and a mean gradient of 72mmhg (up from 27mmhg at the time of the implant), requiring balloon valvuloplasty. Reportedly the patient had a stenotic pre-existing 21mm edwards paramount surgical valve that prevented full expansion of the 23mm sapien valve which interfered with full coaptation of the leaflets. After the procedure, the patient was sent back to her room in stable condition.

Manufacturer narrative:
Additional information provided through a journal article received indicated post bav echo showed a decrease in peak velocity to 373 cm/s and a decrease in peak gradient to 56mmhg and mean gradient to 33mmhg. Approximately 21 months post bav, the patient was noted to be clinically stable, in an overall state of general well-being, and with complete participation in routine home activities. A decision to follow up with a redo-valvuloplasty will be taken if need be in the future. The most recent tte at 18 months follow up post bav demonstrated a peak velocity of 464 cm/s and peak gradients of 94mmhg, mean gradient of 56mmhg with a valve area of 0.8cm² and valve area index of 0.5cm²/m². A follow up supplemental MDR report will be submitted when and if additional information is received regarding any further intervention. Bibliography: badami, abbasali m.d., lushaj b., entela m.d., jacobson, kurt m.d., raval, amish m.d., lozonschi, lucian m.d., kohmoto, takushi m.d. ¿recurrent severe aortic stenosis one year after transcatheter aortic valve-in-valve implantation: successful treatment with balloon aortic valvuloplasty¿ journal of cardiac cases 14 (2016): 35-37. Web. 13 mar. 2016.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the valve academic research consortium (varc), the intended performance of a prosthetic heart valve includes a mean aortic valve gradient of 20 mmhg or a peak velocity of 3 m/s, without moderate or severe prosthetic valve aortic regurgitation. In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. Per the instructions for use (IFU), valve regurgitation and structural valve deterioration including calcification and stenosis are potential adverse events associated with transcatheter aortic valve replacement (tavr) and bioprosthetic heart valves. The IFU also warns of accelerated deterioration of the bioprosthesis may occur in patients with an altered calcium metabolism. In this case, per report, the patient's stenotic 21mm paramount surgical valve prevented full expansion of the 23mm sapien valve which interfered with full coaptation of the leaflets subsequently causing an increase in the mean gradient. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.